Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, surgeon was using a holding sleeve with a screw driver and the sleeve was damaged with a small piece of the sleeve breaking off onto the screw head. Surgeon could not remove the piece, and it remains in the screw head in the pt.

Manufacturer narrative:
The raw material records were reviewed and met specification. There was a ncr us 1044029 for the major diameters of the thread, shaft outer diameter being undersized and the bore being oversized. The non-conformances were deemed use as is by the pde. The thread feature and bore are relevant to the complaint condition; the outer diameter cannot be determined. The supplier provided their documentation and it indicated re-work; there is no documentation indicating what dimensions were out of tolerance or what re-work was performed. The returned product was measured and the thread dimensions were found to be undersized. The under size condition reduced the cross sectional area of instrument weakening the instrument and limiting it's ability to resist loads seen during bone screw insertion. A stock evaluation was commenced to disposition parts in inventory. All non conforming parts were returned to supplier for scrap and/or re-work. Inspection sheet has been updated to show the correct specifications and a new inspection regime and gauging has been implemented. The design risk assessment was reviewed and was found adequate for the intended use.